Event description:
It was reported that the patient experienced dizziness and their device was unable to communicate with their remote monitoring system. At an in-clinic follow up, it was observed that the device reached end-of-life (eol) and there was intermittent loss of capture. Premature battery depletion was suspected. The device was explanted and replaced and the patient was stable.